Manufacturer narrative:
Other applicable components are: product ID: 37754, serial# (B)(4) product type: insr recharge.

Event description:
Additional information was received from a healthcare provider. It was reported that the replacement antenna unit was sent to the patient's residence and was not tried/tested while the patient was at the clinic. It was noted that there were no further complications from the patient since they returned home on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for dystonia. It was reported that the patient¿s ins recharger (insr) antenna cord had been frayed for about six months. The ins had allegedly not been working for two to three months and when the patient would charge it would die again. The insr was allegedly not working due to the frayed cord. A replacement antenna was sent to the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.